Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
This is a non-us event. This occurred in (B)(6). The consumer reported the string pulled out during removal and the tampon remained inside. She was unable to remove the tampon and sought her boyfriend for assistance. He removed the tampon and she is okay now.